Manufacturer narrative:
Complaint conclusion: after post dilation of a stent placed in the right internal carotid artery the patient experienced hypotension and transient hemiparesis. Dopamine was administered with resolution of both the hypotension and the hemiparesis. It was also noted that there was difficulty advancing the capture sheath to the lesion and the capture sheath could not engage the filter of the angioguard rx. The filter was finally captured with the retrieval device after applying external manual pressure on the carotid. The patient was discharged two days later. The target lesion was located in the right internal carotid artery with a length of 20mm and a diameter of 7mm. The eccentric lesion had a 90% stenosis, and has a moderate tortuosity. The nih and rankin stroke scale scores were both 0 at baseline. The patient was symptomatic before the procedure with right eye blurriness and chronic shortness of breath. During the carotid artery stenting procedure, a 6mm angioguard rx embolic protection device was inserted and deployed past the lesion. The filter basket expanded fully with good wall apposition. Then, an 8x30mm precise pro rx stent was deployed at the target lesion and post-dilation was performed with a 5x20mm aviator balloon catheter, leaving a final lesion stenosis of 0%. After post-dilation, the patient began to exhibit transient neurological hemiparesis with decreased blood pressure. The hemiparesis resolved when the blood pressure increased after receiving an infusion of dopamine. The angioguard capture sheath was inserted, difficulty was encountered while advancing the capture sheath to the lesion, requiring external neck compression. Once the capture sheath reached the filter basket¿s proximal marker band, the capture sheath could not engage the filter. The filter basket was suctioned with an export device in two aspiration passes with a 10cc syringe before the basket was withdrawn into the capture sheath. The filter was finally removed after applying external manual pressure on the carotid. The basket was found to have debris in it, and that some debris ¿possibly¿ escaped during withdrawal. The patient was discharged 2 days later with no additional adverse events reported. The discharge nih score was 0 and the rankin score was 1 due to patient complaining of fatigue. A 30-day follow-up was conduct for the patient and no adverse events were reported. The nih score was 1 due to slight weakness in left leg and the rankin score was 0. The products were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15896855 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion possibly requiring aspiration of the accumulated debris. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow typically resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 1016427-2013-00139, 9616099-2013-00722 and 9616099-2013-00723.

Manufacturer narrative:
The filter basket was suctioned with an export device in two aspiration passes with a 10cc syringe before the basket was withdrawn into the capture sheath. The filter was finally removed after applying external manual pressure on the carotid. The basket was found to have debris in it, and that some debris ¿possibly¿ escaped during withdrawal. The patient was discharged 2 days later with no additional adverse events reported. The discharge nih score was 0 and the rankin score was 1 due to patient complaining of fatigue. A 30-day follow-up was conduct for the patient and no adverse events were reported. The nih score was 1 due to slight weakness in left leg and the rankin score was 0. The device was implanted, and therefore is not available for testing and evaluation. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 6mm angioguard rx, catalog number 601814rmc, lot number 70613450; and 5x20mm aviator plus, catalogue 424-5020w, lot 15921352. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 1016427-2013-00139, 9616099-2013-00722 and 9616099-2013-00723.

Event description:
According to the (B)(4) registry, the patient suffered from a transient neurological hemiparesis with decreased blood pressure after a 5x20mm aviator plus balloon catheter performed post-dilation of an 8x30mm precise pro rx stent. The hemiparesis resolved when the patient¿s blood pressure increased after receiving a dopamine infusion. Also, there was difficulty advancing the capture sheath to the lesion and the capture sheath could not engage the filter of a 6mm angioguard rx embolic protection device. The filter was finally captured with the retrieval device after applying external manual pressure on the carotid. The patient was discharged two days later. The target lesion was located in the right internal carotid artery with a length of 20mm and a diameter of 7mm. The eccentric lesion had a 90% stenosis, and has a moderate tortuosity. The nih and rankin stroke scale scores were both 0 at baseline. The patient was symptomatic before the procedure with right eye blurriness and chronic shortness of breath. During the carotid artery stenting procedure, a 6mm angioguard rx embolic protection device was inserted and deployed past the lesion. The filter basket expanded fully with good wall apposition. Then, an 8x30mm precise pro rx stent was deployed at the target lesion and post-dilation was performed with a 5x20mm aviator balloon catheter, leaving a final lesion stenosis of 0%. After post-dilation, the patient began to exhibit transient neurological hemiparesis with decreased blood pressure. The hemiparesis resolved when the blood pressure increased after receiving an infusion of dopamine. After that, the angioguard capture sheath was inserted, and there was difficulty advancing the capture sheath to the lesion, requiring external neck compression. Once the capture sheath reached the filter basket¿s proximal marker band, the capture sheath could not engage the filter.